Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch screen of this programmer was not reacting to the touch of a finger. The programmer had been powered on for a decent amount of time (35-45 min) with no real active session going. The programmer needed to be powered off to reboot them. No adverse patient effects were reported.